Event description:
There was an allegation of questionable results for an unknown number of patient samples tested with the cobas sars-cov-2 & influenza a/b nucleic acid test for use on the cobas liat system. It was reported that the samples initially generated negative results for influenza a, influenza b, and sars-cov-2. The same sample was retested with a competitor assay (genexpert or qiastat) and generated a positive result for influenza a.

Manufacturer narrative:
The serial number of the cobas liat analyzer was (B)(6). Investigation is ongoing.

Manufacturer narrative:
4 samples were alleged to have generated questionable results. The customer confirmed that 3 of these patient samples were influenza a, type h3. Bioinformatics analysis indicates that there were potential mismatches in the alleged samples that may have an impact on the assay. Samples were requested to confirm; however, all samples were discarded and/or completely depleted. Per the procedural limitations outlined in the assay method sheet, "mutations within the target regions of cobas® sars-cov-2, influenza a, and influenza b test could affect primer and/or probe binding that results in failure to detect the presence of virus.".